Manufacturer narrative:
Received one new device for evaluation along with one used 50 ml bd syringe and one used yellow tubing with filter; as received, no physical damage or other anomalies observed. The sample was tested according to procedure and a leak from between adaptor and nanoclave manifold body's thread was observed, no additional leak was observed along the set. Complaint of leaking from the collar and extension bond of the set can be confirmed based on the physical used sample evaluation. The probable cause was due to an incomplete insertion during manual process assembly during manufacturing. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation has not yet been completed.

Event description:
The event occurred on an unspecified date and involved a 11" (28 cm) appx 1.1ml, smallbore ext set w/3-port nanoclave¿ manifold, check valve, clave¿ clear, clamp, luer lock. The customer reported that the patient had a peripheral intravenous line (piv) and smoc lipids infusing when the nurse noticed the patient¿s linens were soaked. The leak appeared to come from the collar and extension bond of the set. When they changed and ran a single line, they noticed there was no leaking. It was in use throughout the night after hanging fluids the day before. They went back to infusing through the manifold and then noticed the leaking. There was patient involvement, no adverse event and there was delay in therapy. There were 4 instances reported on unspecified dates.